Event description:
The customer complained of qc issues on a cobas 8000 e 602 module. Following the qc issues, the customer repeated patient samples. The customer provided data for 3 patients. Of the data provided, the results for 1 patient were discrepant when tested for elecsys vitamin b12 ii (vitamin b12 ii). The initial result was 465.5 pg/ml. This result was reported outside of the laboratory. Based on the data provided the sample was repeated 3 times on (B)(6) 2019 with results of 354.4 pg/ml, 337.2 pg/ml and 336.6 pg/ml the repeat results were believed to be correct and the initial result was corrected. No adverse event occurred. The vitamin b12 ii reagent lot number was 33096400 with an expiration date of 31-may-2019. The customer's calibration data showed multiple calibration failures and qc results were outside of the acceptable range. The field service engineer (fse) visited the customer site and found that some pinch tubing was slightly deformed. The fse replaced the pinch valve tubing and seals. The reagent probe was flushed and the sample probe was removed and checked for serum residue. Calibration and qc were acceptable. The customer has had no further issues since the service visit. The investigation determined the pinch tubing issue identified by the fse was the root cause of the event.